Manufacturer narrative:
(B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on december 07, 2017 but the transfer failed. In compliance with 21 cfr part 820. Quality system regulations and natus quality management system, we initiated the investigation of the reported failure. Device was not returned despite attempts made on may 10th, may 25th, june 1st and july 6th.

Event description:
Tred hd headbox battery tray is melted.